Event description:
It was reported that the gastrointestinal videoscope had a vertical line in the image when connected to the video processor. There were no reports of patient harm or injury.

Manufacturer narrative:
Full e1 establishment name: (B)(6) the device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.